Event description:
It was reported during the removal of a 2.5 mm titanium matrix reconstruction plate, 12 hole, the surgeon discovered that a couple of the screws became cold-welded in the plate which caused the surgeon to be unable to remove the entire plate. The surgeon then elected to cut the plate with a plate cutter and remove part of the plate. A portion of the plate and two screws remain inside the patient. Three screws were removed from the plate (2-14mm screws and 1-12mm screw). The surgery was delayed about 20 minutes. The consultant stated that he did not know the reason the plate was being removed but thought it may be to check if the patient was healing properly. He reported the original date of surgery was about 6 months ago. The patient was originally treated for an atrophic mandible. No patient information was available. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.